Manufacturer narrative:
(B)(4). Batch # n93a3v. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The device was tested with the test media and no anomalies were found. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # n93a3v. Date of event is unknown. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the jaws did not fully open, so there was difficulty in coagulating the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.